Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a stuck button alarm from the insulin pump. The customer's blood glucose reading was 7 mmol/l. The customer stated that they went to hawaii and the airplane seatbelt jammed the pump. The customer stated that the no display center button was stuck. The customer did press a button down for 3 minutes or longer. The customer was able to clear the alarm. The customer was advised to monitor the pump and call back if issues persist.